Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the chipped lens could not be determined. It is possible that the damaged was caused by the application of excessive force by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the olympus service center. The service inspection confirmed the customer¿s reported issue, the image is blurry due to a chipped lens found inside the optical system (no moisture observed). The inspection also noted the rigid outer tube shaft is bent, light guide fiber bundle breakage and scratches at the distal tip, and dents on the eyepiece funnel. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer autoclavable rigid telescope has a broken component defect, ¿the lens is cracked¿. The customer reported defect was found at reprocessing. No death or injury and no impact to person or other was reported to olympus.